Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that pre-operatively the patient suffered back pain and radiculopathy, worse on the left than on the right. She had lumbar spondylosis and severe foraminal stenosis bilaterally at l5-s1. Additionally, she complained of pain that radiated down her legs. The following procedures were performed: a posterior spinal fusion, l5-s1, posterior spinal instrumentation, transforaminal interbody fusion through a left sided approach, l5-s1, interbody instrumentation, autologous local bone grafting augmented with infuse and demineralized bony matrix, l5 and s1 laminectomies, medial fasciotomies, and foraminotomy's. It was reported that the patient's post-operative period was marked by severe, painful complications which included but were not limited to-the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.